Event description:
The customer reported there was air leakage from the cuff. A non-routine replacement of the tube was required. The customer reported that there was no pt harm and that a pre-test had been done.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.